Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported two open wounds under his right and back electrodes. He reported that both wounds were bleeding and that his doctor suggested he use gauze under the wounds. The final medical outcomes of the wounds is unknown. There was no alleged device malfunction associated with the irritation.